Manufacturer narrative:
Device not returned.

Event description:
It was reported intermittent occlusion alarms occurred and that the pump battery was intermittently depleting quickly. Additionally, customer alleged the pump did not perform as intended. Customer's blood glucose was approximately 550 mg/dl. A manual insulin injection was used to address bg. The customer reverted to manual injections for insulin therapy.